Manufacturer narrative:
Record review: a review of the mfg records indicated that all device specifications and quality requirements were satisfied. Visual examination of the catheter revealed a hole on the arterial extension where it enters the hub. In addition, the catheter is discolored and altered due to being soaked in a strong bleach solution prior to being returned. In this condition, accurate measurements are not possible. The hub of the catheter was x-rayed. The extension tubing extends into the hub correctly. Due to the condition that the device was received, we are unable to determine the cause or factors which contributed to this event; however, there is no evidence of a mfg defect.

Event description:
It was reported that there was blood leakage at the hub where the arterial extension tube is attached.